Event description:
The facility stated that the surgeon implanted an aq2003v 3 piece silicone lens. The lens tore upon insertion into the eye. The lens was removed. No pt injury. The injector and cartridge model and lot numbers were not specified by the facility.